Event description:
It was reported that customer asked the material of the tubing. The representative advised it was pvc and they asked if it had any polypropylene in it because they highly allergic to it and they had a burn where the tubing lies. Per customer via phone on 09aug2024 it was reported that the patient had a reaction to the tubing and had to seek medical attention. The patient went to the hospital where it was confirmed that patient was allergic to the material of the tubing. They had been treated. They stated that they had been communicating with a representative to confirm the type of material that they were allergic to polypropylene that the tubing was made of, but they were not near computer and could not remember the name. They were currently not using the unit until they could find out how to cover the tubing so that it would not touch patient skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "inadequate component (material) selection". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended users the purewick urine collection system is intended to be operated by: user/patient. Caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use. The purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use. Do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Safety and warnings: always unplug purewick urine collection system before cleaning or when not in use. Do not immerse the purewick urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. Initial setup: 1. Inspect the package for damage. If any damage is noticed, contact customer support immediately. 2. Carefully remove all contents from the package, including the packing material and inspect prior to use. If any damage is noticed, contact customer support immediately. 3. Place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. Battery power operation (pw200 only) the built-in battery recharges any time the device is plugged into an outlet. To fully charge the battery, the system must be plugged in for 12 hours. The battery will supply 8 hours of backup power before requiring recharging. The purewick urine collection system remains fully functional while the device is recharging. 5. Place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Optional (prior to sealing canister lid): while operating the purewick urine collection system, ammonia odor for up to 1800 ml of urine can be eliminated by adding 2 teaspoons (10 grams) of vitamin c (ascorbic acid) powder into the collection canister before use. At least 99.93% of pure vitamin c (ascorbic acid) is recommended. If using the privacy cover (j), slip privacy cover onto canister (similar to a coffee cup sleeve) prior to placing canister into the base. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. 6. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. 7. Turn on the purewick urine collection system by pressing the on/off switch. The purewick urine collection system is working when the switch lights up green and the device makes a soft humming sound. The system is now ready for use." Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer asked the material of the tubing. The representative advised it was pvc and they asked if it had any polypropylene in it because they highly allergic to it and they had a burn where the tubing lies. Per customer via phone on (B)(6) 2024 it was reported that the patient had a reaction to the tubing and had to seek medical attention. The patient went to the hospital where it was confirmed that patient was allergic to the material of the tubing. They had been treated. They stated that they had been communicating with a representative to confirm the type of material that they were allergic to polypropylene that the tubing was made of, but they were not near computer and could not remember the name. They were currently not using the unit until they could find out how to cover the tubing so that it would not touch patient skin.